Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The high blood glucose was 400 mg/dl. The customer also stated that the insulin pump received no delivery alarm during manual prime for multiple times. The reservoir will not be returned for analysis.